Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was at the hospital for chemotherapy when she began not feeling well (no physical symptoms were reported). The patient¿s cgm was reading 89 mg/dl and the bg meter was reading 600 mg/dl. The patient was then admitted to the hospital. She was treated with IV fluids, insulin, and a breathing treatment. The patient was discharged after 3 days. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.